Event description:
It was reported that pump touchscreen response was delayed and often required multiple attempts to unlock. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no troubleshooting or corrective actions were documented, and no additional information was received regarding the outcome of the event.